Event description:
Final angiogram noted a proximal type I endoleak in pt with an angulated aortic neck. Graft was noted to have been pushed up a little, almost separating the legs from the main body. Leg extensions were put in place on both sides to act as bridges between legs and main body. Another manufacturer's stent was placed in the main body graft to resolve the endoleak. A slight residual endoleak was noted at the end of the case. The pt was to be observed.